Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood was 175 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.